Event description:
During an arthroscopic assisted discectomy, a part (about 1/2) of the upper jaw of a grasping forceps broke off. The piece was immediately retrieved with no specific difficulty. There were no patient problems reported.